Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they were getting poor communication while attempting to charge. The patient stated that they have not used or charged the device because it has not been working for the past 2-3 months. The patient stated that the battery pack moved. The patient lost weight and they noticed that the device was shifting over their spine for the past 2 months causing discomfort and pain. The patient noted that they are expecting to have the device removed but needs an MRI to see where the device is. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the ins had been implanted for about 1 year before it was removed due to the previously reported issues. The caller was not certain if the leads were removed as well. No further patient complications have been reported as a result of this event.